Event description:
Device was returned for repair only. Upon receipt, it was noted the jaw was broken. Contact with hosp revealed that jaw broke off during use of the device in surgery. Piece was retrieved with no resulting pt injury or complication.